Manufacturer narrative:
The pipeline, catheter, and pushwire were returned for evaluation. The pipeline braid was found damaged with clotted blood in the middle portion which may have prevented it from fully opening. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).

Event description:
Treatment of a large aneurysm measuring 14mm x 10mm located in the carotid syphon segment of the left ica (internal carotid artery). The vasculature was not very tortuous. Dual anti-platelet therapy was given. On (B)(6) 2014, the patient underwent pipeline (4.50mm x 20mm) embolization treatment. During the procedure, it was reported the pipeline released from the capture coil but appeared to be flattened in a curve near the neck of the aneurysm. Attempts were made to open the flattened portion by pushing and pulling on the marksman catheter, but without success. The proctor suggested continuing deployment of the pipeline and then angioplasty (an option presented in the instructions for use, u.s.) The flattened part to open with a balloon. Upon continued deployment of the pipeline, it opened fine in the horizontal segment (first curve). However, it stretched and closed completely in the vertical segment (second curve) as a result of pushing on the pushwire. The closed portion of the pipeline remained closed despite several attempts to open it and it was decided to remove the pipeline by trapping it between the capture coil and the catheter. Another pipeline was implanted successfully to complete the procedure. The patient is in good condition. No patient injury was reported as a result of the procedure.